Event description:
Parents have noticed in recent weeks when recipient is only wearing her concerned left device she is not responding and becomes agitated. They are considering explant/reimplant.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. No further steps have been decided yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Parents have noticed in recent weeks when recipient is only wearing her concerned left device she is not responding and becomes agitated. It is planned to follow-up with surgeon and audiologist.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Parents have noticed in recent weeks when recipient is only wearing her concerned left device she is not responding and becomes agitated. The user has been reimplanted.